Manufacturer narrative:
D2b- pro code (product code): lit. E1 - initial reporter facility name: (B)(6). G4 - premarket / 510(k) #: k110122.

Event description:
It was reported that the shaft break occurred. The stenosed target lesion was located in an arteriovenous fistula. A 4.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the middle of the balloon catheter shaft broke inside the patient. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable.